Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned to edwards lifesciences for evaluation. The device was visually examined and the following was observed: a pinhole was noted on the crimp balloon near the proximal triple marker. Functional testing was performed by retracting the flex catheter to the triple marker to attempt balloon inflation. Leakage was noted near the proximal triple marker on the crimp balloon. Dimensional testing was performed by measuring the double-wall thickness of the crimp balloon. Crimp balloon double-wall thickness measurements met the specification. Imagery of the patient's anatomy was reviewed and the following was noted: horizontal aorta angled at 68 degrees. Tortuosity observed in the access vessel (right subclavian). The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The delivery system balloon leak was confirmed based on evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Evaluation of the returned product showed that the device conforms to specifications. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the training manual/IFU, the user is instructed to perform valve alignment in a straight section of the vasculature. In this case, it was reported that "valve alignment was performed in an area that did not have perfectly straight anatomy-there was not quite enough space and the patient had a horizontal annulus. During valve alignment, the delivery system balloon and 26mm sapien 3 ultra valve were not completely coaxial during balloon alignment." Additionally, review of imagery revealed horizontal aorta angled at 68 degrees and tortuosity in the access vessel. If valve alignment was performed in a tortuous vasculature (non-straight section), this could have caused the valve to become non-coaxial with respect to the delivery system balloon. Non-coaxial alignment between the devices may result in interaction between the crimped valve and delivery system balloon, damaging it prior to thv deployment, as reported. As such, available information suggests that procedural factors (non-coaxial alignment and valve interaction with balloon) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences field clinical specialist, a commander delivery system balloon leak occurred during a transcatheter aortic valve replacement procedure. Right subclavian access was obtained via cutdown. The 14fr esheath+ was inserted in the proper fashion. Valve alignment was performed in an area that did not have perfectly straight anatomy. There was not quite enough space, and the patient had a horizontal annulus. During valve alignment, the delivery system balloon and 26mm sapien 3 ultra valve were not completely coaxial during balloon alignment, however, there was no issue with performing valve alignment. During the attempt to deploy the valve, there was no expansion of the sapien 3 ultra valve, and it was discovered that the balloon had a leak. Blood was seen in the syringe. The delivery system and valve were withdrawn without issue. The reported damage to the balloon was identified as balloon leakage. A new system and valve were prepared and deployed without incidence. No adverse patient outcomes were noted. It was believed that the balloon leak occurred during valve alignment.

Manufacturer narrative:
Investigation is ongoing.